Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while getting ready to charge the pump, the customer received a little buzz resulting in a tiny little burn on the customer's knuckle. The burn resulted in a singed sensation on the customer's skin but did not result in a visible injury. The customer did not require any treatment for the burn. At the time of the event, the customer was using tandem charging supplies. Reportedly, the customer continued to use the pump for insulin therapy.